Manufacturer narrative:
(B)(4). Date sent: 03/01/2022. D4: batch # 229a62. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. Device was received with staples present. When battery was installed, the green checkmark did not illuminate, confirming that the device was not fired. Attempts to fire the device throughout the firing range were unsuccessful, confirming the experience. When the device was disassembled, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the damage to the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a colectomy procedure the doctor went to fire the powered circular stapler and it wouldn't fire. The battery was fully inserted, the anvil was fully clicked/secure, the compression scale lit up and the compression was within the proper firing area. When the doctor released the safety and tried to fire, the stapler did not fire nor did it make a noise that it was trying to fire. Doctor opened a new stapler and tried that battery and again, the scale lit up but did not fire. The staff did not accidentally fire when setting up the stapler, nor was the checkmark lit up prior to attempt to fire. Doctor removed the stapler from the patient and used a new one. There were no adverse consequences for the patient and the surgery was completed successfully.

Manufacturer narrative:
(B)(4). Date of event: only event year is known: 2022. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 04/15/2022. Additional information received: echelon circular powered stapler. No procedure video or photographs available. Surgeon¿s experience: less than 2 years with powered and 20+ with ethicon circular staplers. The powered circular would not fire. The device had battery that worked (device was lit), properly connected anvil, and was closed to be within green firing zone, but the stapler would not fire.

Manufacturer narrative:
(B)(4). Date sent: 04/20/2022. Additional information: the attempt to fire was made and the device would not fire. The anvil was placed correctly. The or reached out to the rep and the rep recommended that they change the battery which was done even though the light was working at all times. They made a second attempt to fire the device and it would not fire. Therefore, the operating surgeon stated that the anvil was detached, and the device was removed. Second device was introduced through the same hole, anvil attached, and the device fired. There was no patient impact, and the patient was discharged and doing well.